Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The root cause classification of the reported cardiac tamponade is anticipated procedural complications as this event is a known inherent risk of any cardiac ablation procedure.

Event description:
It was reported during a right ventricular ablation procedure performed with a cool path duo ablation catheter a steam pop occurred followed by cardiac tamponade and cardiac arrest. Supreme quadripolar catheters were located in the right atrium and in the apex of the right ventricle. The physician was ablating with a cool path duo ablation catheter on the posterior septal section of the infundibulum in the right ventricle when a steam pop was heard by the physician. The stockert generator readings at the time of the steam pop were 30 watts and 36 degrees celsius and the cool point pump was infusing at 10ml/minute. The physician conversed with the patient, who indicated he felt fine. Several seconds after this, the patient's blood pressure dropped, the patient lost consciousness and went into cardiac arrest. Cardiac tamponade was diagnosed without the use of a transesophageal echocardiogram. Chest compressions were initiated and a pericardiocentesis was attempted but was unsuccessful due to clotting in the pericardium. Surgery was performed in an attempt to remove the clots; however, after 20 minutes this was unsuccessful and the patient reportedly expired.